Event description:
Reportedly, during patient use, a 'low fio2' alarm occurred. Re-calibration did not resolve the issue. The oxygen sensor was replaced. There was no medical intervention required as a result of this issue.

Manufacturer narrative:
Though requested, patient information was not provided.